Manufacturer narrative:
Product event summary: analysis found the cursor position did not coincide with stylus pen, the stylus was found damaged. Analysis also found the left hinge was broken.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.